Event description:
A customer reported that their pump battery was not charging, and attempts to rectify the issue by using different wall adapters and a charging cable were unsuccessful. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to use a backup insulin pump in the meantime. The customer was instructed to return the problematic pump with a pre-paid label, and they confirmed their understanding of the instructions.